Manufacturer narrative:
The device was received undeployed with the linkage assembly in a partially deployed state. Data obtained from the device shows the device completed both priming sequences with an expected number of pulses in each sequence. Upon opening the device, the linkage assembly did not move into the fully deployed state. The needle mechanism was manually reset. Upon resetting the linkage assembly an additional hook switch spring was observed under the release bar. It was determined that this extra hook switch spring prevented the release bar from moving into the fully deployed state when the firing flat moved into the deployed orientation, thus preventing deployment of the needle mechanism assembly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.